Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Observed 1 opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ inflammation/ irritation: unable to observe as it is not related to the device. No other observations observed.

Event description:
Physician reported right side device rupture, capsular contracture (baker grade IV), chronic inflammation, pain, lymph nodes. Diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Clarification to d.9: device has not been received. Device photos were received for analysis per date provided. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Additional events of chronic inflammation, pain, lymph nodes.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Physician reported right side device rupture and capsular contracture, baker grade IV, diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "axillary silicone-containing lymph node" via ultrasound.

Event description:
Physician reported right side device rupture and capsular contracture, baker grade IV, diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/20/2023. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 03/08/2024. Additional, corrected and/or changed data: d.6a.